Manufacturer narrative:
Concomitant medical products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1994. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1999. Product type: programmer, patient: product ID 3587a, lot# n22017, implanted: (B)(6) 1994. Product type: lead. (B)(4).

Event description:
It was reported that an impedance test was performed and the reporter was getting question marks (???) In the results. Accurate results could not be obtained at the programed settings. It was stated that the patient was scheduled for a replacement, but the reason for the replacement was unknown. There were no old parameters saved, so they could not estimate that longevity of the battery. There was a problem is the implantable neurostimulator (ins) suspected. Troubleshooting was limited due to lack of access to the patient and product. A week later it was reported that the reason for the replacement was that the ins was at its "end-of-life" (eol). Impedance tests were and re-programming were done on the day of the replacement. No values were reported to the impedance tests. There were no malfunctions seen. It was stated that as of (B)(6) 2013 the patient was "doing great" and received effect therapy. No further information was provided.